Manufacturer narrative:
Continuation of concomitant medical products: model: dtbb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to feeling dizzy and lightheadedness. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes, and noise artifact on the electrograms (egm) resulting in pacing inhibition. The low-voltage, pace/sense portion of the rv lead was capped and replaced. The high-voltage, defibrillation coils of the rv lead remain in use. No further patient complications have been reported as a result of this event.